Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including thromboembolism (venous and arterial non-central nervous system) that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. This section also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article titled ¿emergency bedside transoesophageal echocardiography-guided atrial septal defect closure without fluoroscopy after left ventricular assist device implantation¿ that patients with preexisting atrial septal defect (asd) may experience increased left to right shunting following left ventricular assist device (lvad) implantation, causing hypoxemia and hemodynamic instability. This case report discusses the successful emergency bedside closure of an iatrogenic asd using transesophageal echocardiography (toe) without fluoroscopy in a 72-year-old patient with critical hypoxemia following lvad implantation. The physiological change induced by lvad implantation is secondary to increased unloading of the left ventricle via the outflow cannula, thereby decreasing left atrial pressures. This change may exacerbate shunting in patients with asd, causing increasing hypoxemia in patients already in a hypoxemic state. The patient in this case had a history of end-stage heart failure, permanent atrial fibrillation, severe mitral regurgitation treated with mitraclip, and other comorbidities. After lvad placement, the patient developed severe hypoxemia due to a persistent iatrogenic asd caused by poor atrial septal tissue from a prior transseptal puncture during mitraclip placement. The patient in this case was hemodynamically unstable and, due to the challenges of transporting them to the cardiac catheterization lab (cath lab), percutaneous asd closure was performed at the bedside using toe guidance alone, without fluoroscopy. The emergency procedure involved toe-guided percutaneous asd closure at the bedside, which successfully eliminated the shunt and improved oxygenation (sao2 from 60% to 100%, pao2 from 41.5 mmhg to 267.5 mmhg). The patient stabilized post-procedure, but due to his overall prognosis and comorbidities, their family opted for hospice care. The report highlights the feasibility and life-saving potential of fluoroscopy-free toe-guided asd closure in emergency settings, especially when patient transfer to a cath lab is not possible. While this technique is not yet widely established, it may serve as an alternative in specialized centers with experienced operators. Future research is needed to validate its use in broader clinical practice.

Manufacturer narrative:
Section a: patient information not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed. Naveed, h., haj-ahmad, l. M., & loyalka, p. (2025). Emergency bedside transoesophageal echocardiography guided atrial septal defect closure without fluoroscopy after left ventricular assist device implantation. Interventional cardiology: reviews, research, resources, 20. Https://doi.org/10.15420/icr.2025.19.